Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A male patient reported that he purchased blink-n-clean and his eyes had a reaction to the product. He is now on eye drop steroids due to the inflammation that occurred after using the blink-n-clean drops. His doctor advised him to stop using them. The date of event was not provided. In further follow up with the patient, he provided that his eyes are slowly getting better. The name of the steroid is fml forte .25%, takes 4 times/day for 7 days and then 2 times/day for 7 days. No antibiotic was given. Diagnosed with eye inflammation. Bottle will be returned.

Manufacturer narrative:
Device evaluation: the product was returned. The returned product was not tested because there was only one bottle of about 15 ml of solution returned which was not sufficient for testing. Retain sample testing: retained product was tested using chemical and microbial methods, all results were within specifications. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There was no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedures. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings of the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: the MDR follow up #1 did not include section reference. Alternative reporting number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.